Manufacturer narrative:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) was ruptured during prep. There was no reported patient injury. Additional procedural details were requested but are unknown. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle and the device was inserted into the procedure sheath. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1909903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1909903 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30days

Event description:
As reported, the balloon of 5f mynx grip vascular closure device (vcd) was ruptured during prepped. There was no reported patient injury. The device will be returned for analysis.